Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During visual inspection evaluation identified burn damage to the wireless flex connection and corrosion on the battery contacts. The cause was identified to be fluid intrusion. The module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery b/g, the device flex was burned. No additional information is available.